Event description:
It was reported that in 2010 patient presented for the treatment of neck pain that radiated down bilaterally into her arms. She also was experiencing numbness with this pain. Surgeon performed a spinal fusion and anterior cervical disectomy using rhbmp-2/acs. Post-operatively pain progressively got worse. It was told by the surgeon to the patient that the screws from the first surgery were out of place and he needed to do a revision surgery.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.